Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose with an unknown blood glucose level. The customer did not mention any treatment for high blood glucose level. The customer reported that they experienced dehydration as a symptom of high blood glucose level. The customer also reported that currently they had infected food. The customer alleged the insulin pump for high blood glucose event. The insulin pump will not be returned for analysis.